Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had motor anomaly. Customer's blood glucose at time of incident was 6mmol/l. The customer stated while priming tub, motor push all the insulin out of the reservoir and patient was not connected to the tube at moment of incident. Customer started using his old pump again. The customer was advised to return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and alarmed during prime test due to faulty force sensor resistor also, unable to complete functional testing due to a33 alarm. The motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.